Event description:
The facility returned the device for service. During service testing, baxter service technician reported that the device underdelivered. The hosp rep stated there was no pt injury and no medical intervention reported.